Event description:
It was reported that a flogard infusion pump experienced a channel not functioning. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site and the sample was visually inspected and functionally tested. The reported condition of the channel not functioning was not confirmed. The channel functioned as designed. A service history review revealed no previous service events were related to the reported condition. If any additional relevant information is received, a follow up MDR will be sent.